Manufacturer narrative:
The pch instrument was not received for failure analysis investigations. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy with salpingectomy procedure, the permanent cautery hook (pch) instrument became stuck on a cannula. The user was unable to remove the pch instrument since the instrument's wrist was stuck on the cannula's tip and the instrument tip was not straight, leading to a break in the plastic on one side. The customer reported they were able to eventually remove the instrument. The incident involved fragments falling inside the patient anatomy, but all fragments were retrieved during the same procedure, as confirmed by the surgeon. The port incision was enlarged to facilitate the removal of the instrument and cannula together. It was stated that the plastic part was broken off from the instrument, but all pieces were accounted for, with no missing parts. The customer admitted that the pch instrument collided with another instrument or tool during the procedure. The procedure was completed as planned.

Manufacturer narrative:
Updated: d1, d2, d4, h2, h4.

Manufacturer narrative:
Updated fields: d1, d2, d4, h2, h4, h6, h11. The permanent cautery hook instrument involved in this event was received for investigation. The instrument was found to have a broken distal clevis at the ear of the clevis. The broken piece was not returned, measuring roughly 0.28¿ x 0.17¿ in size. The clevis showed abrasions or scratches on the outer surface. Components adjacent to the broken clevis showed damage. The distal tip was broken and hanging onto broken snake wrist cables. Additional observation(s) related to customer reported complaint: the instrument was found to have a broken conductor wire cap at the proximal clevis hole. The conductor wire cap was missing and the conductor wires were damaged. No signs of thermal damage were observed. Components adjacent to the broken conductor wire cap showed damage. The instrument was found to have a broken monopolar yaw pulley at the posts. Broken piece(s) were not missing as a result of breakage. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The distal clevis, conductor cap and cable were damaged.

Event description:
Refer to h11 for follow-up information.